Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had strange errors. The display kept flashing and the red button kept blinking. A new battery did not resolve the issue. No product was returned or replaced; the hospital will arrange a replacement at a later time.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. We were unable to verify error/alarms on display with no audible tone and perform all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to flashing white light on the display and constantly beeping. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.